Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 415 mg/dl at the time of the incident. The customer was having bent infusion set cannulas and also received an insulin flow blocked alert. The customer was at 65 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting, difficulty breathing, and increased heart rate. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the high. The customer also reported sensor issues. The insulin pump will not be returned for analysis.